Event description:
It was reported there were two leads that had high impedance readings. They were disconnected and reconnected into the external neurostimulator (ens) and had good stimulation. They were connected into a different connector block and no stimulation was reported. Once the patient was out of anesthesia there was no stimulation reported and high impedances. On (B)(6) 2008 the extension was replaced and there was stimulation but it needed 8.7 volts to capture it. The second extension impedance measurements were 38,000 ohms. Reportedly, there was some fluid at the lead/extension end when they initially disconnected it, it had some blood in it. It was stated the patient did get coverage but the amplitude needed to be very high, and the amplitude reportedly diminished over time. The patient was referred to a neurosurgeon in (B)(6) 2009 to have the paddle leads replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3887-33, lot# j0349466v, implanted: (B)(6) 2003, product type: lead; product ID 3887-33, lot# j0349466v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).